Manufacturer narrative:
The received complaint sample was evaluated both visually and mechanically. First the device was viewed both with the naked eye and under power. It is noted that although the device has evidence of use it appears in good condition, no damage and no anomalies. The device was mated with a standard vapr test set up; the test generator recognized the electrode and the proper defaults came up on the display. The electrode was submersed in container of saline, and, when the footswitch pedals were activated there was evidence of power at the tip of the electrode. This procedure was repeated several times to insure continuity of function. There was no evidence of "black material" emanating from the device; special attention was given to both the condition of the black insulation coating, which had no noted anomalies, and the possible emission of any noticeable "black stuff" originating from the electrode during activation; could not duplicate, no fault found. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot conclude as to what may have caused the end user to have had the reported experience. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report

Event description:
Our rep is reporting to us that during an arthroscopic shoulder procedure, they noted that the device was "spitting black stuff" , leaving black specs. The "black stuff" was able to be removed from the body and the procedure was concluded successfully without further issue or harm to the patient.